Event description:
According to the reporter, during a procedure, the clip applier required more force to squeeze the handle to deploy the clip and the surgeon squeezed the handle with a lot of force because there was no audible or tactile feedback from the handle that the clip has been applied. The jaws still close when the clip applier is out of clips. Tissue damage was noted due to the handle firing, jaws closing but not deploying clips. It was also noted that the clip applier was sticky. When clips are deployed and then attempted to release the jaws from the clipped tissue, the jaws seem to stick to the applied clip and had to be extra gentle when trying to remove the applier for fear of tearing the vessel branches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.